Event description:
Hemodialysis tech reported 1.5 hours into treatment on a system 1000 hemodialysis device it was noticed by a nurse that bicarbonate concentrate was inadvertently not being used with the device. The treatment was stopped and the pt was taken to the emergency room. The pt was asymptomatic, but was admitted to the hosp. The pt was administered sodium bicarbonate followed by a dialysis treatment with a high bicarbonate level. The pt was released the following day. Additionally, it was reported that the device was operating with an unintended concentrate proportioning. A power failure occurred prior to this event but a correlation has not been determined yet.